Event description:
The manufacturer received information alleging a patient expired while using an everflo oxygen concentrator. The device was tested by the durable medical equipment (dme) supplier and the dme found the device to operate properly. The device was returned to the manufacturer for evaluation. The manufacturer found the device to operate and alarm to design specifications. The manufacturer concludes the device operated to design specifications and did not cause or contribute to the patient's death.